Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to locate the ipg with the charging system. A replacement charging system was sent to the pt. F/u identified the pt had not charged the ipg the 6 months, and neither charging system would communicate with the ipg. It was reported the physician planned surgical intervention to address the issue.